Manufacturer narrative:
Manufacturer's ref: (B)(4). It has been reported that receiver broke a tip(blue tip with dome attached remained in his ear canal). The patient did seek medical help to remove the object from the ear. No further symptoms were reported. Clinical conclusion is that the this has not caused harm to the patient and no medical treatment was prescribed. The clinical investigation concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Technical investigation from the trended case states that there is less glue and this is further impacted by ear wax. Risk assessment: the risk is deemed acceptable. A DHR (l2326264172) review have been completed. No deviation or changes were found during manufacturing of the device. This is a combined initial and final report. Manufacturer's investigation is final.

Event description:
It has been reported that receiver broke a tip(blue tip with dome attached remained in his ear canal). This happened for the first time. The patient did seek medical help to remove the object from the ear. No further symptoms were reported. No harm caused and no treatment needed. The patient has received new replacement device.